Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient alert for high, out of range hv lead impedance were observed via remote transmission. High impedance measurements could not be reproduced in clinic. Pocket ingrowth and lead damage were suspected. Patient condition was stable before, during, and following the event and will continue to be monitored remotely.